Event description:
Rptr was using a stryker endoscopy suction/irrigator during a laparoscopic cholecystectomy. Normal saline solution was used during the procedure. At end of procedure when nurse took spike from irrigation and suction bag, it was noted black fluid coming out of battery case. Poured 45 cc's of black fluid. Battery was warm and was hissing. Unit was isolated in a bag.